Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A center manager reported a patient was treated in plus cylinder instead of minus cylinder due to a transcription error. The patient was immediately retreated to correct the error. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The patient was treated in plus cylinder and retreated to correct error. Logfile review for the date of treatment shows the treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. The reported event could be confirmed by review of the logfile. The root cause is a transcription error by the user. The manufacturer internal reference number is: (B)(4).